Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an air leak from the cuff. There was no disinfection or sterilization, and no infectious disease occurred. There were no patient harms or adverse events reported as a result of the event.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-04483-00 for details pertinent to this event.